Event description:
The capio device would not hold the suture. A second capio was opened and used to complete procedure. Manufacturer response for capio suture capturing device, capio (per site reporter). Manufacturer provided rga# and shipping container for product return evaluation.

Manufacturer narrative:
The following elements have blank data . Unique device identifier (UDI): for type of device: holder, needle, gastroenterologic.

Event description:
The capio device would not hold the suture. A second capio was opened and used to complete procedure. Manufacturer response for capio suture capturing device, capio (per site reporter). Manufacturer provided rga# and shipping container for product return evaluation.